Event description:
The customer has reported a shutdown failure of the sc7000 bedside pt monitor, which did not communicate an advisory alarm indication to the multiview workstation (central station monitor). The defective sc7000 device was removed from service for repair.